Event description:
Per the clinic, the patient experienced seroma/abscess post-operation and has gone through multiple procedures to drain it between (B)(6) 2021. On (B)(6) abscess was noted again and patient was referred to ent. Additional information has been requested but it has not been made available as of the date of this report.